Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a left cylinder tear. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected and were found to have holes resulting in leaks at the proximal ends of each cylinder. One of the cylinders presented broken fabric threads and was missing the outer tube. These abnormalities are consistent with sharp instrument damage. The other cylinder did show wear at the folds found at the proximal and distal end of the component. Examination of the pump identified that there were no visual damages or leaks, but the pump did not pass the functional testing performed. The reservoir was found to have wear at a fold in the reservoir shell but passed the leak test performed. Based on the information available, the reported allegation of a tear was unable to be confirmed due to the identified hole being consistent with sharp instrument damage, but the analysis confirmed that the pump malfunction could affect the functionality of the device. A conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a left cylinder tear. No patient complications were reported.